Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received an inaccurate fill estimate. Reportedly, the customer would fill cartridge with 300 units of insulin and the pump would display 105 to 205 and remained static. The customer declined to further troubleshooting. Customer's blood glucose was in the 200 (mg/dl) range.